Manufacturer narrative:
Philips has investigated this complaint. A philips engineer inspected the system remotely and confirmed that the geometry movements were unavailable. Review of the log files showed errors while communicating with the geo pc since the sid (source image distance) was unknown and no movements were available. The philips field service engineer (fse) went onsite and confirmed that the geometry computer was no longer communicating. The fse installed a screen, keyboard and mouse from local stock inventory. The fse also discovered that the time and date had not been synced after rebooting. The fse replaced the cmos battery with one from the local stock inventory. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that geometry movements were not available. No harm was reported. A philips field service engineer (fse) visited the site and found the geometry computer was no longer communicating. Additionally, the fse found the time and date weren¿t synced after rebooting. The fse replaced the cmos battery and the device was returned to expected functionality.